Manufacturer narrative:
(B)(6). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized on the same day as onset. The cause of the event was unknown. On the same as onset, the patient was treated with amikozit (100 mg, intraperitoneally for thirty-three days). After thirty-three days of hospitalization, the patient was discharged and had recovered from the event. Pd therapy was ongoing. No additional information is available.